Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure to treat an acute ischemic stroke using a penumbra system 3d revascularization device (psr3d). During the procedure, the physician deployed the psr3d within the m2 using a velocity delivery microcatheter (velocity) and a penumbra system ace 68 reperfusion catheter (ace68). Upon attempting to retract the psr3d into the m1, the physician felt significance resistance. The physician believes this could have been due to a very acute bend in the m3 segment that the psr3d needed to be pulled through. The physician was able to retrieve the psr3d into the ace68 and removed the psr3d. An angiogram performed revealed extravasation from the m2 segment. Another angiogram performed minutes later revealed that the extravasation was resolved on its own with no additional treatment administered. The procedure ended at this point.